Manufacturer narrative:
Device investigation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Upon visual examination was noticed a crease on the posterior aspect. No other anomalies were discovered. Since this product investigation is related only to an adverse event, it is not possible to address any failure or damage of the device to a patient injury. A manufacturing record evaluation (mre) of lot number 6608777 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Wrinkling/folding is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 425cc saline breast prostheses when the left breast prosthesis deflated after implantation. Patient observed left breast prosthesis deflation on the morning of (B)(6) 2018. In addition, there was right breast implant inferior migration with double bubble deformity. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel xtra breast implant 490cc gel breast prostheses on (B)(6) 2019. This medwatch report is for the right breast prosthesis.